Event description:
It was reported to philips that the system would not make x rays. The device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the unit would not make xray. Upon troubleshooting, fse checked the error log and saw that xsc tube current was out of range. After looking at the log file, fse checks the cathode cable impedance. Fse found issues with the x-ray tube. To resolve the issue, fse replaced the x-ray tube and ran all x-ray tube calibrations including two conditions; tube adaptation, tube yield and edl cal. Aligned the tube to the flat detector. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be a vacuum leak (cathode insulator). A detailed analysis of the tube showed that it failed with a micro leakage leading to a very slow deterioration of the vacuum. This makes the error noticeable over time through more frequent 'tube current out of range' ; 'arcing' or ¿grid-switch (gs) failures¿. After replacement of the x-ray tube, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.